Event description:
It was reported by service report that the nurse call was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call system not correctly configured during assembly.